Event description:
During the atrial fibrillation procedure, a blood leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. There were multiple cracks throughout the clear material of the stopcock body and luer. Functional testing confirmed a fluid leak in the stopcock cracks. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the stopcock cracks and subsequent leak remains unknown.